Event description:
Complainant alleged that while attempting to defibrillate a 68-year-old male patent in cardiac arrest, the device internally dumped the energy after charging up to defibrillate the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing, CPR and ECG monitoring testingwithout duplicating the report. The defib connector was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.